Event description:
Tr 0104 (retrospective evaluation): the device was implanted on (B)(6) 2013. The patient expired 15 days after device placement. The physician indicated that the cause of death was unrelated to the catheter. No death certificate or autopsy is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of unknown. The physician has indicated the death that occurred 15 days after device placement was unrelated to the catheter. Device discarded by user.